Event description:
Patient reported experiencing elevated blood glucose, 525 mg/dl. Patient changed site, cartridge, piston rod, infusion set, and took an injection and blood glucose remained high. Patient switched to backup device and blood glucose came down to normal in 3 hours. Patient received no additional treatment.